Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that the subject device was explanted in the evening of the same day of procedure due to valve dehiscence leading to severe paravalvular leak. As reported, the procedure was done in full sternotomy. The valve was implanted with 3 single sutures. On echo no pvl was observed. In the evening, during another echo test, the valve appeared with an important paravalvular insufficiency and decision was made to put the patient again under surgical procedure. During explant of the subject device, it was observed the valve was detached between non-coronary sinus and left coronary sinus. The suture was also detached (dehiscence). An attempt was made to solve the issue by adding extra stitches but it was observed that the same issue was occurring on the right coronary sinus, too. The valve was explanted and a 23mm edwards valve was implanted in replacement with ¿u¿ sutures and pledgets. A smaller size was implanted because the technique is different and a 25mm valve would be too big. There were no reported complications for the patient and the patient was discharged.